Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that through a remote transmission, the right ventricular lead exhibited oversensing and high impedance. It was suspected the lead was fractured. On (B)(6) 2014, during a revision procedure, an insulation anomaly was discovered. The lead was capped and replaced.